Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with (B)(6) healthcare technical support over the phone at customer request. There was no (B)(6) healthcare visit to the sight and no further repair information available. Block a: customer contact reports no patient information available.

Event description:
The hospital reported elevated co2 readings in the patient circuit. There was no report of patient injury.

Manufacturer narrative:
Section g7: the initial submission was erroneously submitted as a 5 day report. This supplemental report is being submitted to correct g7 to indicate a 30 day report. Ge healthcare is not required to initiate action to prevent an unreasonable risk of substantial harm involving the initial MDR report. H3 other text : section g7: the initial submission was erroneously submitted as a 5 day report. This supplemental report is being submitted to correct g7 to indicate a 30 day report. Ge healthcare is not required to initiate action to prevent an unreasonable risk of substantial harm involving the initial MDR report.